Event description:
It was reported that the cartridge was leaking. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.

Manufacturer narrative:
Initial MDR submitted in error, follow up confirmed that the cartridge was not leaking.

Manufacturer narrative:
Remove MDR codes b13, c20, d14, g04110.